Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw1780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire kinked when pushed out of catheter. This was discovered when the catheter "was controlled" before insertion. No patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of guidewire related complications was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 10cm powerglide pro midline catheter assembly. The sample was received assembled, with the catheter overlaying the needle. The guidewire did not protrude from the needle. The guidewire extended without difficulty. A kink was observed in the guidewire approximately 1c from the tip. Microscopic inspection of the sample revealed light usage residues on the needle and guidewire. The weld tip was intact. Inspection of the needle revealed outward-flaring mechanical damage along the proximal edge of the bevel. Apparent usage residues were observed during microscopic inspection of the sample. The observed kink in the guidewire was consistent with damage caused by attempted insertion against resistance such as insertion into tissue. The bevel damage was typical of guidewire retraction with the guidewire bent or kinked. A lot history review (lhr) of rebw1780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire kinked when pushed out of catheter. This was discovered when the catheter "was controlled" before insertion. No patient involvement.